Event description:
On 2024-may-03, information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they would need to charge their implant three times a day since this year and their settings were set pretty high. Patient noted they were told they should not have to recharge 3 times a day. Patient mentioned they had their setting switched again to more to up their dosage. Patient mentioned sometimes the implant took a long time to charge and sometimes the charge was real quick. Agent reviewed device function. Agent reviewed a replacement controller would not resolve frequency of charging. Agent informed charge frequency would have to do with your implant battery settings and usage. Patient was redirected to their healthcare provider to further address the issue. On 2024-05-26 e1 (rep): additional information was received from the manufacturer representative (rep) reporting the patient was last seen (B)(6) 2024. The rep reached out to patient but she does not have transportation. She will be seen at her next scheduled appointment on (B)(6) 2024 to address reported issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was reprogrammed to dtm setting requiring more frequent charging. The rep met with patient and hcp; ran impedance checks, captured charging history and adjusted programming. Issue seems to be resolved; patient received new controller.